Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a speed issue occurred. A rotablator rotational atherectomy system was selected for use. During platforming, outside patient, the user was unable to set the desired rpm at 150,000. It was noted that the rpm's would jump from 130,000 to 170,000 when the speed was adjusted. The device was unplugged and hard reset was done which resolved the issue. The procedure was completed with the same. There were no patient complications reported.